Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. Five days prior to passing away, the patient was hospitalized for dehydration, but it was not reported if the patient remained hospitalized at the time of death. It was reported that dianeal therapy was ongoing until the time of death but peritoneal dialysis therapy was not being performed with a baxter device at the time of death. The patient was in a long dwell at the time of death. The cause of death was reported to be due to a non-st elevation myocardial infarction and ischemic heart disease and it was not reported if an autopsy was performed. No additional information is available at this time.